Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and is now experiencing recurring incontinence. A new 4.5cm aus cuff was added to the patient's existing system. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and is now experiencing recurring incontinence. A new 4.5cm aus cuff was added to the patient's existing system. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.